Event description:
Pt had an earplug melt inside ear causing them to go through two emergency surgeries in a one week period. Also causing pt an ear infection and severe pain and bleeding. Roll into ball between palms of hands, place in clean dry ear, until plug feels secure, yet comfortable.